Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mid right coronary artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation, the balloon ruptured. The device was removed and the procedure was completed with a non-bsc device. No patient complications were reported.